Manufacturer narrative:
H3: ge healthcares (gehc) investigation has been completed. Based on the information provided by the customer, gehc was able to confirm the patient had not been padded adequately for the mr exam. The mr system was operating within specifications, and all safety mitigating devices were functional when checked by the gehc field engineer. The root cause of the injury was determined to be lack of adequate patient padding for the mr exam. The operator documentation and the user interface describe the appropriate safety measures for padding patients for mr exams. The mr operator has responsibility for the use and placement of non-conductive mr compatible padding and preparation of the patient, prior to starting the mr exam. No further actions are planned by gehc.

Manufacturer narrative:
Legal manufacturer: hcs mr - 3200 n grandview blvd. USA waukesha, wi 53188. D: there are no additional device identification numbers. D4: primary UDI number: there is no UDI available as the device was manufactured prior to UDI compliance requirements. H3, 6: ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.

Event description:
It was reported that a patient sustained a full-thickness burn on the inner thigh following an abdominal MRI exam. The patient was admitted to the hospital for further evaluation and may need wound debridement.